Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02018 and 2134265-2018-02333. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the procedure, the ilab rebooted suddenly during pullback. Thus, automatic pullback failed. The system was able to be used again. However, while it is on all run, the bookmark thumbnail did not display even if it was switched with the icon on top of the screen. No patient complications were reported.